Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was fine post procedure.